Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation ist planned; however, it is unknown if this has occurred as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.